Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 70% stenosed, soft, eccentric target lesion was located in the calcified and moderately tortuous right external iliac artery (eia) and the superficial femoral artery (sfa). A 7.0-40, 80 wanda balloon catheter was advanced to the target lesion and inflated to unknown atms. During the second inflation at 10 atms a balloon rupture occurred. The wanda balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event:18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).